Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07561). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in-clinic due to an alert received for device at eri. Recent device check estimated longevity of 4.5-5 years remaining. Session record revealed a significant drop in battery voltage. Premature battery depletion suspected. The device was explanted. Patient was fine after procedure.